Event description:
It was reported that the device broke inside the patient during a cystoscopy. An x-ray was taken, and it was confirmed that all pieces could be removed.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).